Event description:
It was reported that during a stenting treatment procedure the suture broke. The physician placed an 8fr flexima stent on the left kidney covering with a flexima nephorostomy drain. He then entered the right kidney. An f/g flexima us/8/20 stent was delivered over a 0.035 unknown wire, however it was unable to cross. The stent was withdrawn and a non bsc balloon was used to pre dilate the stricture. The balloon was inflated a couple of times and the stent was reintroduced. When inserting the stent over the wire, the stricture was so tight the plastic stiffener would not come out of the stent. The physician attempted to reposition the stent and the suture broke and the stent accordianed. When the wire was removed the pigtail in the renal pelvis deployed and it was not possible to capture the stent with a snare. A flexima apdl was inserted and the procedure was completed. A few days later the patient returned to have the stent removed. The patient had a full general anesthetic and the stent was removed using a combination of a 9fr peel-away sheath, an unknown guide wire and snare. An 8fr x 22cm stent was implanted with no complications and the patient is doing well.

Event description:
It was reported that during a stenting treatment procedure the suture broke. The physician placed an 8fr flexima stent on the left kidney covering with a flexima nephorostomy drain. He then entered the right kidney. An f/g flexima us/8/20 stent was delivered over a 0.035 unknown wire, however it was unable to cross. The stent was withdrawn and a non bsc balloon was used to pre dilate the stricture. The balloon was inflated a couple of times and the stent was reintroduced. When inserting the stent over the wire, the stricture was so tight the plastic stiffener would not come out of the stent. The physician attempted to reposition the stent and the suture broke and the stent accordianed. When the wire was removed the pigtail in the renal pelvis deployed and it was not possible to capture the stent with a snare. A flexima apdl was inserted and the procedure was completed. A few days later the patient returned to have the stent removed. The patient had a full general anesthetic and the stent was removed using a combination of a 9fr peel-away sheath, an unknown guide wire and snare. An 8fr x 22cm stent was implanted with no complications and the patient is doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: product analysis could not be performed due to the device not being returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).